Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) to unipolar pacing occurred for the right ventricular (rv) lead connected to this pacemaker. The normal impedance measurements were around 400 ohms, however, intermittent values greater than 2000 ohms were noted. Review of the lead measurement data showed that the rv impedance values had been moving rapidly in and out of range during the past year. It was reported that the patient is not pacemaker dependent and that no adverse patient effects were reported. Daily rv impedance checks were configured off and the pacemaker was reprogrammed for atrial sensing and pacing. The pacemaker and rv lead remain in service.